Event description:
The pt reported hearing intermittent sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specs. As of this report date, explantation/reimplantation surgery had not been scheduled.